Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection. Device issue: no device malfunction has been reported. It was reported via trial that the patient was experiencing angina. Pre-dilatation was performed in the prox lad. During deployment of the first xience v stent in the proximal lad, a dissection occurred distal to the target lesion. Anther xience v stent was used as a bailout stent, and the dissection was treated successfully. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Dissection, listed in the xience IFU, is a known adverse event associated with coronary stenting and is not an indication of a product quality issue. There was no report of a device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause for the patient effect, and relationship to the device, cannot be determined.